Event description:
It was reported that during a generator replacement surgery for battery depletion, the replacement generator was showing high impedance. It was noted that pre-operation diagnostics with the patient's previous generator showed impedance within normal limits. It was also noted that the replacement generator showed high impedance several times even while testing with a test resistor. It was confirmed that the set screw remained in the septum plug and that both the test resistor and lead were fully inserted and screwed into place into the generator. A backup generator was used and was noted to have impedance within normal limits. Device history records were reviewed for the generator. A nonconformance report was attached as the unit was found with adhesive at the entrance of the bottom lead hole cavity. The device was sent to be reworked. The device was then shown to have passed all quality inspections prior to distribution. No device has been received to date. No additional relevant information has been received to date.

Event description:
It was stated that the device was discarded. No programming history data was available for the device. No further relevant information has been received to date.